Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: other relevant device(s) are: product ID: 9733881, serial/lot #: (B)(4). Report source: foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that the active reference for sterile use could not be connected to the product base. Internal deformation occurred. Reference frame in the non-sterile field was attached with sterile drape and used. There was no delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The cranial frame was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned frame has had the lemo connector opened, then re-assembled incorrectly with the pin block misaligned. As is, the cable cannot be connected to the mating part. There are also broken pieces inside the connector from the re-assembly. If information is provided in the future, a supplemental report will be issued.